Manufacturer narrative:
Device was received with a scratched case and a cracked case-corner of belt clip rails near the battery compartment. The test reservoir does lock properly inside the reservoir tube. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No loose/missing prongs on the battery compartment noted during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 420 mg/dl. The customer had been using the insulin pump within 48 hours of high blood glucose level event. The customer reported that they had a hard time in changing the battery because the prongs on the battery compartment was detached and did not stay in place. The insulin pump will be returned for analysis.